Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter stated that the pump was hot to the touch and that the patient took the battery out of the pump until it was cooled off and then a new battery was replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/14/2014 with the following findings:a review of the pump black box data indicated no evidence of an unusual voltage fluctuation. During testing, the pump powered on properly. The rewind, load, and prime steps were completed successfully. The pump was tested with an external power supply, and all current draws measured within specifications. No overheating was duplicated. The pump case was removed, and no evidence of loose components or moisture ingress was found. Unrelated to the complaint, the battery compartment was observed to be cracked. The battery cap secured properly to the pump and was used to complete all testing.